Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the camera. The navigation system then passed the system checkout and was found to be fully functional. The suspect camera was returned for evaluation. The returned positioning sensor unit (psu) had impact damage on the left side leaving deep gouges on the lens and housing. The complaint was confirmed.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera failed the aak test. There was no patient involvement.